Event description:
In 2002, bilateral augmentation with gel implants. Developed capsular contractions. In 2003, pt underwent bilateral capsulectomy and implant removal. Implants were intact within capsule. Pt augmented with larger gel implants.